Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that the implanted device was not working. The patient stated that they were having retention and were not going correctly, and just going a little bit at a time. The patient stated that they had tried increasing the stimulation level yesterday, but they felt pain, so they had turned it back down to the previous level. The agent walked the patient through with changing programs and increasing stimulation to a comfortable level on the bike seat area. The patient to monitor symptoms and redirected to their doctor if it persists.

Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.